Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel perforation and st elevation occurred. A 1.25mm rotalink¿ plus was used and advanced to treat the target lesion located at the proximal right coronary artery(rca). During the procedure, a tpi lead was used and a non bsc guide wire was exchange with a rota floppy wire with a help of an unspecified microcatheter. The physician then selected a 1.25mm burr and did two runs of rotablation at the proximal rca. The burr was manually advanced without rotation to the mid rca and second ablation was started. Bradycardia was observed and the physician waited for it to settle down then retrieved the burr thereafter. After completing the rotablation, the physician injected the contrast and noted a vessel perforation at the mid rca. A 2.5 x 15mm non bsc balloon catheter was inflated to seal the vessel perforation. The physician ejected the blood from the pericardium with the help of a drainage catheter. However, st elevation was observed due to rca blockade and the physician deflated the balloon. A 2.5 x 28mm followed by a 2.5 x 23mm non bsc stent was deployed distally. Pressures were normal & a good timi 3 flow was observed. Procedure was not completed due to this event. The patient was incubated with the help of a live supportive devices (iabp) and was sent to ccu. Patient was then sent for surgery due to some complication.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The coil was observed to be kinked proximal to the handshake connection. A wet test was performed and the device was unable to reach the optimum speed at 175 +/- 2k rpm at a psi of less than 58 as the device stalled. The advancer was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
It was reported that a vessel perforation and st elevation occurred. A 1.25mm rotalink¿ plus was used and advanced to treat the target lesion located at the proximal right coronary artery(rca). During the procedure, a tpi lead was used and a non bsc guide wire was exchange with a rota floppy wire with a help of an unspecified microcatheter. The physician then selected a 1.25mm burr and did two runs of rotablation at the proximal rca. The burr was manually advanced without rotation to the mid rca and second ablation was started. Bradycardia was observed and the physician waited for it to settle down then retrieved the burr thereafter. After completing the rotablation, the physician injected the contrast and noted a vessel perforation at the mid rca. A 2.5 x 15mm non bsc balloon catheter was inflated to seal the vessel perforation. The physician ejected the blood from the pericardium with the help of a drainage catheter. However, st elevation was observed due to rca blockade and the physician deflated the balloon. A 2.5 x 28mm followed by a 2.5 x 23mm non bsc stent was deployed distally. Pressures were normal & a good timi 3 flow was observed. Procedure was not completed due to this event. The patient was incubated with the help of a live supportive devices (iabp) and was sent to ccu. Patient was then sent for surgery due to some complication.